Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of genuine urinary stress incontinence, menometrorrhagia, second-degree rectocele, first-degree cystocele, and pulsion enterocele. It was reported that after implant, the patient experienced foreign body in the genitourinary tract with a pubovaginal sling, pelvic pain, dyspareunia, urinary incontinence, urinary frequency, and urinary stream slowing.